Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The on/standby switch was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a failure of the on/standby switch to operate as expected. Possible system shutdown. There is no report of patient involvement.

Manufacturer narrative:
Additional information was received that the unit never shutdown as a result of the on/standby switch failure. Reported complaint will be noted during preuse testing, as contained in the user manual. Per the case, unit would intermittently not turn on, preventing use of the device. This failure was not reportable. Additional information was received that the unit never shutdown as a result of the on/standby switch failure. Reported complaint will be noted during preuse testing, as contained in the user manual. Per the case, unit would intermittently not turn on, preventing use of the device. This failure was not reportable.